Event description:
It was reported that (1) device was about to be used during a bullectomy. It was reported by the affiliate that the orange pin was not in the trt10 cartridge. You can see it in the packet. The surgeon did not use the cartridge. The surgeon and rep fired the cartridge on paper and saw that the fired few staples, were not in "b" formation. The stapler also locked. Another device was used to complete the case. There was no consequence to the pt.